Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the patient had an ataf burden of 14% over the last year. However, on the graphs it didn¿t show any signs of the patient being in af. Also, there was no recorded egms to investigate. The session was ended, and the device was restarted and showed the ataf burden was at zero. The patient was in stable condition.